Event description:
The customer received discrepant phenytoin critical results for one patient sample tested on a cobas c501 module (B)(4). The initial phenytoin result was 36.3 ug/ml (accompanied by data flags). The sample was repeated seven times: the first repeat result was 37.0 ug/ml (accompanied by data flags). This result was called to the physician as a critical value. The second repeat result, tested on a cobas integra 400 analyzer, gave 27.5 ug/ml (accompanied by a data flag). The third repeat result, tested 08/21/2010 on a cobas integra 400 analyzer, gave 26.7 ug/ml (accompanied by a data flag). The fourth repeat result, tested (B)(6)2010 on a cobas integra 400 analyzer, gave 25.7 ug/ml (accompanied by a data flag). The fifth repeat result, tested (B)(6)2010 on a cobas integra 400 analyzer, gave 27.3 ug/ml (accompanied by a data flag). The sixth repeat result, tested on (B)(6)2010 on original analyzer, gave 24.9 ug/ml (accompanied by a data flag). The seventh repeat result, tested (B)(6)2010 on original analyzer, gave 25.6 ug/ml (accompanied by a data flag). This result was called to the physician as a corrected report. The customer considered the 36.3 ug/ml and the 37.0 ug/ml to be erroneous results. The physician determined the two phenytoin results reported to him (37.0 ug/ml and 25.6 ug/ml) would be in the same range for dosing and that no change of medication was initiated based on the 37.0 ug/ml result. The patient was not affected. The field service representative determined the phenytoin needed to be re-calibrated. He verified there were no issues with the hardware by performing mechanical checks. The field service representative also ran a precision study which was within specification. The customer re-calibrated the phenytoin and ran quality control which was acceptable.

Manufacturer narrative:
It is unknown if the initial reporter sent a report to the FDA.